Event description:
It was reported that the unit said less than 5 minutes and went to battery discharged when being prepped for a patient. Occurred (B)(6) 21 at 3am. Logs pulled and seems to have went through the low battery progression. There was no patient information. Although requested, further information not provided.

Manufacturer narrative:
Correction: remove other/ biomed from g2. A review of the device history record showed the device had a manufacture date of 08apr2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient information was not provided. Although requested, the affected device has not been received.

Event description:
It was reported that the unit said less than 5 minutes and went to battery discharged when being prepped for a patient. Occurred (B)(6) 2021 at 3am. Logs pulled and seems to have went through the low battery progression. There was no patient information.